Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6). Device not returned to manufacturer.

Event description:
On 21st march 2023 getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ lucea 50. As it was stated, the headlight covers were broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. The defective parts (ard368609996 - l50 - s/a upper cover with fork v3, ard368608998 - s/a lower cover with dimmer - l50, ard368611998 - set transparent plastic cover - l50) were replaced and the device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. The cracks detected at the edge of fixing holes of transparent housing and handle interface were probably caused by the incompatibility of the cleaning protocol or an abnormal use. The user manual ref.01711 describes how to clean and disinfect the light heads. This document includes some of the recommended and prohibited products. In order to avoid mechanical stresses applied on the transparent housing during use the user manual ref.01711 mentions to handle the light by the handle. To prevent similar event, the same user manual ref.01711 mentions to check the light heads during daily inspection. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).